Event description:
The customer reported to olympus the evis exera iii colonovideoscope displayed scope communication error (e216) message. The reported issue occurred during an unknown procedure. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that there was foreign material inside of the air/water tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that there was corrosion at the plug unit and at the cable unit due to water invasion. This finding may have possibly led to the intermittent failure of the device. Upon further inspection, it was observed that whitish foreign material was found inside of the air and water tube. This foreign material was likely trace remains from a previous procedure. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the suction cylinder had no color. It was also observed that the objective lens and light guide lens had a crack. Lastly, it was observed that the connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No physical damage to air/water tubes was reported. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.